Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not recognized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a minor arc phenomenon, but the instrument did not catch fire or emit smoke. The exact source of the discharge cannot be confirmed by the customer. This incident did not cause any injury or adverse reaction to patients.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system showing 10 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument was found to have localized melting at the tip of blades. The instrument passed electric continuity. There was no material found missing. The probable root cause of the melted blade is attributed to damage during use.